Manufacturer narrative:
Product ID 37092, lot # 299270002, implanted: (B)(6) 2012, product type accessory; product ID 3708220, serial #(B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708220, serial #(B)(4), implanted: (B)(6) 2012, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3888-33, lot # v828947, implanted: (B)(6) 2012, product type lead; product ID 355028, lot # n313746, implanted: (B)(6) 2012, product type accessory; product ID 355028, lot # n297276, implanted: (B)(6) 2012, product type accessory; product ID 355531, lot # n302255, implanted: (B)(6) 2012, product type screening device; product ID 3487a-56, lot # v549593, implanted: (B)(6) 2012, product type lead; product ID 3888-45, lot # v706697, implanted: (B)(6) 2012, product type lead; product ID 3487a-56, lot # v716841, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was previously reported the patient experienced nausea and severe dizziness since implant. It was noted the doctor does not believe these symptoms are related to the device but they are doing an MRI of the head to try and find more answers. It was reported a couple weeks later the healthcare provider stated the cause of the event was unknown. It was noted the doctor wanted to get an MRI of the brain to rule out central nervous system problems, but the patient refused. It was stated that patient was instructed to see a neurologist. The patient outcome was reported as no injury. Additional information received reported the patient had been reprogrammed and an explant was planned for (B)(6) 2013 due to the nau sea that was caused when stimulation was turned on. Further information received reported that all products were explanted from the patient. It was added the patient was doing "fine." If additional information becomes available, a supplemental report will be filed.